Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the following: the unit functioned properly according to the technical guide. The image was displayed without noise or distortion. No air leaks from the scope socket were noted. The locking mechanism and scope detection were functioning. The unit passed the functional inspection. Minor cosmetic damage was noted. The unit had an updated power switch lamp: 100 or more hours, lamp intensity was 890, and software version: pst/ panasonic (1.03). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had connector issues as the endoscopes were getting damaged by the device and failed the leak test. The issue was found during reprocessing. There were no reports of patient harm.